Event description:
Per independent repair center statement the unit had sieve bed smell. The key failure was the sieve beds had an odor or smell. Additional malfunctions include the power switch had a low alarm.